Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the gastric sleeve procedure, after completing the stapling, a gastric vessel was dislodged. It was bleeding profusely. One clip was fired, then the device jammed and would not fire. There was a clip loaded, but the handle will not close the jaws to fire. To resolve the issue, a different clip applier was used to quickly stop the bleeding. It was also noted that the surgeon also placed a tie. The surgical time was extended by more than 30 minutes. Moreover, the laparoscopic procedure was converted to open, which was unrelated to the device problem.